Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: cable broke at distal end. The instrument inspected prior to use by surgeon and was not damaged. It was unknown if there were any collisions. An image showing cable break was provided for review.